Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: electrical contact corrosion, cable flooding, image capture flooding, a loose scope mount, main body adhesion and no image was displayed. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause of the complaint was, due to flooding from scratches on the cables. And a communication failure caused by water leakage from scratches on the cable. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head had electrical contact corrosion, cable flooding, image capture flooding, main body adhesion and a loose scope mount. It was also noted, that image was not displayed. There was no patient involvement.